Event description:
It was reported that the ventilator generated alarms indicating a low o2 concentration. The gas modules were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a low o2 concetration. Our field service engineers investigated the machine on site. Both gas modules were replaced and sent back for investigation. The returned gas modules were tested in a ventilator. Both passed the pre-use check. No abnormal found during ventilation for 24 hours. Both passed another pre-use check after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.